Manufacturer narrative:
The reported event of sensing noise was not confirmed. A complete lead was returned in one piece. Visual inspection, x-ray examination and electrical testing did not find any anomalies to the lead body.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The rv lead was explanted and replaced. The patient was stable throughout the procedure.